Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer alleges her unit allegedly caught on fire when the consumer was riding the scooter off a public bus ramp.

Manufacturer narrative:
Based upon the inspection of the product, the damage to the scooter was from an unknown external heat source. The device including its batteries and wiring was not the origin of the fire.

Event description:
Provider alleges consumer alleges her unit allegedly caught on fire when the consumer was riding the scooter off a public bus ramp.